Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for bladder pain. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient in an email that their communicator wouldn't connect to their device and they were on vacation and in severe pain. The patient then spoke with patient services and they stated they had the ins for bladder pain but that their communicator would not connect. The patient reported that the ins was "basically cut off," and that they were constantly getting "searching for device". The patient stated their husband was finally able to get it to connect on wednesday night after trying for about 20 minutes but reported since then, they were not able to get it connected with the patient's ins. The patient stated that the ins would charge fine but that they were just not able to connect with the ins using their communicator. The patient confirmed that their communicator was not plugged into the charger when trying to use it. Patient services walked the patient through trying to connect with the ins on the call and the patient confirmed they successfully connected with the ins and stated that the therapy was off. The patient successfully turned the therapy back on and inquired if the therapy could turn off after a period of time and stated that they didn't know how the therapy turned off.  Patient services did a therapy overview and reviewed that the patient always ensure to use the micro my therapy application. The patient stated that they were using the my therapy application before and stated that they thought they connected with their ins using the my therapy application on wednesday but reported "then it cut off," following being able to connect. It was noted that the patient services agent was not clear what the patient was referring to by this. The patient stated they were in severe pain because their ins was turned off and they felt like they had to pee constantly. The patient confirmed feeling an improvement in their symptoms during the call following turning on their therapy.  The patient provided the event date as wednesday (B)(6) 2021.  The patient was getting "device not responding on the call following taking the communicator off the implant site and patient services reviewed that the communicator needed to remain on the implant site when making therapy changes and the patient confirmed understanding. The patient also inquired about stimulation sensation and asked if it was normal to feel their foot "drawl," (it was clarified they were referring to feeling their big toe curl when increasing stimulation.) The patient confirmed also that they were feeling stimulation in the bike seat area. Stimulation expectations were also reviewed with the patient. The patient also provided additional medical information that the patient had been extremely nauseated and swollen. Patient services reviewed their role with the patient and redirected them to their health care professional (hcp) to discuss their symptoms.